Manufacturer narrative:
(B)(4). The insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Unable to verify delivery anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.